Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, log files indicate the issue is due to a faulty power board.

Event description:
The customer reported that the bellavista 1000 is turning on and off automatically. Unknown patient involvement.